Event description:
The manufacturer received information alleging that a red screen condition was observed on an aeris evo device. No patient harm or injury was reported. The device was not in patient use at the time of the reported event. The device has been returned to a third-party service center for evaluation. At the time of this report, device evaluation has not yet begun and no investigation findings are available. The manufacturer's investigation remains ongoing. A final root cause has not been established. If additional information becomes available that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.